Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. Reprogramming attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device on (B)(6) 2021.